Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer wet the bed while sleeping and the insulin pump was exposed to fluid, after that the buttons stopped responding and the display went blank. They changed the battery but the keypad issue persists. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected blank display anomalies noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump had moisture damage on all electronic assemblies noted. The insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. The insulin pump had corroded battery cap contact noted. The insulin pump had a cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.